Event description:
It was reported that the speaker is not working all the time. No patient injury or clinical affects was reported.

Manufacturer narrative:
UDI information, date of event are unknown. No information received to date. One used device was received for evaluation with a cracked tank cover, corroded drain fitting, faded line cord, and outdated pcb and power switch. Functional testing was conducted and when an alarm was triggered the alarm would go off but sometimes there was no sound. The reported complaint is confirmed. Analysis confirmed that the root cause was a faulty speaker. No action was taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date of 2011 and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously